Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion testing due to a loose/protruded drive support disk. Unable to test for the prime, occlusion, or excessive no delivery tests due to the alarm. The motor was tested outside the device and passed. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor cracks on the lcd window, a cracked reservoir tube, a cracked case at the display window corners, and a scratched lcd window.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was not provided. No further information reported.